Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined multiple doors failed. A field service engineer cleaned the electrical contacts, applied conductive grease to all the micro switches, tightened up the harnesses, reconnected all the electrical connections in the tower of the cabinet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple tower doors failed. The customer stated that this malfunction occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.